Event description:
It was reported that during an interventional procedure to pre-dilate a heavily calcified, 99% stenosed, de novo lesion in the moderately tortuous mid right coronary artery, a 3.5x15 rx trek balloon dilatation catheter (bdc) was advanced against resistance to the lesion, then air aspiration was performed prior to balloon inflation. During the 1st inflation, the balloon ruptured at 8 atmospheres. The rx trek bdc was withdrawn from the anatomy without resistance. Another trek was used to complete dilatation, followed by deployment of a xience xpedition stent, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide catheter: heartrail jr4 6f. (B)(4) - incorrect preparation; against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states to evacuate air from the balloon segment which is sequentially prior to inserting into the anatomy. Further, the warnings for use sections indicate: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.